Manufacturer narrative:
B3/d10: the events occurred on april 25, april 26 and april 28. E1: initial reporter postal code: (B)(6). H11: the actual devices were discarded; however, a photograph of the companion sample was provided for evaluation. Visual inspection of the photo sample showed one infusor device contained inside a plastic bag. The issue was not verified on the images of the companion sample. The actual device is not visible in the provided picture; therefore, a device analysis could not be completed. The reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) large volume infusors leaked at the connection between the peripherally inserted central catheter (PICC) line and the devices during patient infusion. The devices were filled with 1400 mg aciclovir in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.